Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when the coronary sinus catheter was inserted into the sheath, reverse blood flow was checked, and air was continuously aspirated using a syringe. Air was also observed in the sheath after the dilator was removed. The air was found when inserting the farawave into the sheath. Air was continually drawn in despite repeated attempts to remove it. Perfusion with an infusion pump was used at 20ml/h for irrigation. No leak was noted. No air was seen in patient. The catheter tip and the wire tip are in the same position. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through <<the tear on the valve.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when the coronary sinus catheter was inserted into the sheath, reverse blood flow was checked, and air was continuously aspirated using a syringe. Air was also observed in the sheath after the dilator was removed. The air was found when inserting the farawave into the sheath. Air was continually drawn in despite repeated attempts to remove it. Perfusion with an infusion pump was used at 20ml/h for irrigation. No leak was noted. No air was seen in patient. The catheter tip and the wire tip are in the same position. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.